Event description:
It was reported that the balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 3.50 x 20mm synergy xd drug-eluting stent was delivered smoothly, and inflation was performed. However, during the initial inflation, it was unable to pressurize to approximately 3 atm for several seconds, and the balloon ruptured. The device was removed, and in-stent dilation was performed with 3.5mm nc emerge balloon catheter; it was then confirmed in intravascular ultrasound that the procedure has been completed. No patient complications were reported, and patient was in good condition post-procedure.